Event description:
Filter was placed in conjuction with an infusion device delivering medication at a rate of 7ml/hr through an epidural catheter. The filter was found to be leaking at a point where the tubing of the filter set exits the plastic filter housing. On call nurse replaced the filter with a similar unit of the same lot # without problems. The pt is receiving epidural pain control therapy in their home. Expiration date: 7/00.